Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) classified a tachycardiac episode as supra ventricular tachycardia (svt) and did not deliver therapy. It was determined that the episode was actually ventricular tachycardia (vt) and that the device classified it as svt due to pr logic. It was also noted that there was persistent far field r-wave (ffrw) oversensing on the right atrial (ra) lead and that the chronic p-wave amplitude was below the normal range. Reprogramming was attempted on the ra lead but the ffrw oversensing could not be resolved. Therefore, because of poor sensing and inability to resolve the ffrw sensing the pr logic was turned off. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.